Event description:
The patient reported that the up and down arrow keypad buttons were difficult to press and had a delayed response for two months. The patient also stated that the keypad was intact; all of the keypad buttons did spring back and click back as expected. The patient indicated that he wears the pump attached to a belt and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and down arrow keypad buttons were unresponsive. There was evidence of keypad adhesive found under the up and down arrow key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.